Event description:
Customer called with complaint of blank screen. While troubleshooting, it was noted that the meter had interchangeable uom. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation, memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.